Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported they had a bunch of glucose sensors that they put them and never really worked that great and picked up when tried to put in and had 4 sitting dresser and been saving up. The customer stated that they never gave accurate number and would be more than 100 points off regularly. The customer stated that they could not get a constant accurate reading. The customer would felt super low and was pretty low but sensor was reading 200mg/dl something or vice versa. The customer stated that would high and reading low. The customer was offered to troubleshoot for high blood glucose of about 300mg/dl but declined. The customer also declined troubleshooting for low blood glucose of about 50-55mg/dl. The insulin pump will not be returned for analysis.